Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach was further described as touch contamination. On the same date as onset, the patient was hospitalized for the peritonitis. During hospitalization, the patient was treated with unspecific antibiotics (intraperitoneally, dose, frequency, and duration not reported) for peritonitis. The patient was discharged from the hospital on an unreported date. On an unreported date, dianeal therapies were discontinued. At the time of this report, the patient was recovering from the event at home. No additional information is available.